Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/16/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that it was received one empty labeled winding former, a suture, and a detached needle that pertain to product code 1696. During the visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined under 20x magnification for suture remnant, and none was observed. The suture end was examined and there isn¿t sufficient impression at the swaged end, resulting in a light swage. Based on the information currently available, light swage issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through quality system.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Events reported via:2210968-2022-08594, 2210968-2022-08595, and 2210968-2022-08596.

Event description:
It was reported that a patient underwent a plastic surgery (B)(6) 2022 and suture was used. During the procedure the sutures were detached from the needles easily when pulling the sutures during continuous suturing. These were not control release needles. No adverse patient consequences were reported. Additional information was requested.